Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the device was put on the wrong nerve. No further complications were reported or anticipated.